Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned. Visual inspection found that the helix was stretched. The conductor coils were also stretched in the neck region. Further inspection revealed separated coils along with a smudge mark on the inside of the insulation which analysis determine was consistent with a stylet escaping the lumen approximately 11 mm from the tip in the neck region of the lead. Analysis confirmed that the helix was stretched. However, analysis was not able to confirm the field allegation of loss of capture (loc) or high thresholds as the lead testing found normal resistance measurements and inspection that showed no conductor fractures. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead yielded good threshold measurements of 1.0 volts prior to helix fixation. Upon fixation, the threshold increased to 3.0 volts and loss of capture (loc) was observed. When the physician attempted to remove the helix, they experienced difficulty. Which was thought to be due to the helix being too deeply screwed into the tissue. The lead was eventually able to be removed after several troubleshooting steps including rotating the lead body. Upon removal the helix was noted to be deformed. A new ra lead was successfully implanted and no adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead yielded good threshold measurements of 1.0 volts prior to helix fixation. Upon fixation, the threshold increased to 3.0 volts and loss of capture (loc) was observed. When the physician attempted to remove the helix, they experienced difficulty. Which was thought to be due to the helix being too deeply screwed into the tissue. The lead was eventually able to be removed after several troubleshooting steps including rotating the lead body. Upon removal the helix was noted to be deformed. A new ra lead was successfully implanted and no adverse patient effects were reported.